Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the stay safe connector during fill 1 of pd treatment. The pdrn setup the cycler earlier in the day and reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment prior to the leak. Fluid was not discovered in the pump module area or not discovered on the external of the cassette. The pdrn was advised to re-setup with new supplies. Upon follow up, the patient contact confirmed the reported event but was not present during the time of occurrence. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. (Type/dose unknown, intraperitoneal, everyday) the patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact could not confirm if the patient was able to complete the remainder of peritoneal dialysis treatment. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the stay safe connector during fill 1 of pd treatment. The pdrn setup the cycler earlier in the day and reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment prior to the leak. Fluid was not discovered in the pump module area or not discovered on the external of the cassette. The pdrn was advised to re-setup with new supplies. Upon follow up, the patient contact confirmed the reported event but was not present during the time of occurrence. The patient contact stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics. (Type/dose unknown, intraperitoneal, everyday) the patient contact confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient contact could not confirm if the patient was able to complete the remainder of peritoneal dialysis treatment. The patient contact confirmed that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.